Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. D4: batch # 421a61. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged and with two reloads present. In addition, two tyvek were received along with the device. The tcr75 reload (b) had the proximal 10 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The tcr75 reload(c) had the proximal 33 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reloads were reset and the device was tested for functionality with the returned reloads and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: how was it identified that the load was missing, prior to firing or after? The surgeon noticed 4 orange staple drivers on the blue reload before firing indicating that there were staples missing prior to firing on tissue. Was the retaining cap kept in place until the device was ready for use? Not sure. Wasn¿t in room. What was the location of the 4 missing staples? Proximal. Closest to the knife. Can more details be provided regarding the stapler firing? The surgeon did not fire the first reload as he noticed staples were missing. A new second reload was loaded and only fired about 60mm of the 75mm staple line. The surgeon said upon trying to fire the second load, the stapler made ¿crunching¿ sounds while moving the knife blade. Was the firing stroke completed? No. Stopped just before the 75mm mark was device difficult to fire? Yes, he said during firing the knife blade made a ¿crunching sound¿ was there any staple formation issues identified? Don¿t believe so what 2 anatomic structures were being connected?

Event description:
It was reported that during a ileostomy closure, the surgeon was using a tlc75 with a blue load, the first load was missing four staples. The second load only fired about sixty millimeters out of the length. The anastomosis was shorter due to this. The anastomosis was finished tx60. The patient will stay to monitor the smaller anastomosis.